Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported impact to the customer¿s blood glucose level. Customer was provided full instructions to reset pump, planned to perform reset when ready, and was advised to contact technical support again if problem continued.